Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker did produced sound. The system speaker has been replaced per current process. The device was operational after repairs were completed.

Event description:
The customer reported a speaker malfunction with the system. The device was not in use on a patient at the time of event, there was no adverse event reported.